Event description:
The customer reported multiple patients had low ion selective electrode (ise) results for sodium (na), potassium (k) and chloride (cl) on their dxc 700 au clinical chemistry analyzer. When these samples were repeated on a different au analyzer, the results were normal. The customer indicated that two patients received treatment based on the initial low sodium results. The specific type of treatment was not provided. There was no report of any death associated with this event. The customer did not provide patient demographics. The customer provided the results for the two patients who were treated. MDR-1 pertains to the first patient who received treatment.

Manufacturer narrative:
The customer performed troubleshooting with the support of a beckman technical specialist (cts) and identified the clogged sample pot. The customer cleaned the sample pot to resolve the issue. The customer verified the analyzer returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).